Event description:
A 563 gm infant on high frequency oscillator vent was in versalet in isolette mode. Temperature taken was less than 96 degrees. Checked versalet control and noted that no heater output functioning. Information given to co representative in face to face meeting 07/11/2007.